Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: right hemicolectomy. Incident description: doc. [Name] (head of general and bariatric surgery) did the procedure of right hemicolectomy. He knows voyant very well. Doctor used voyant open fusion and during the procedure when he closed the jaws, he couldn't open it any more. Even after procedure and after they washed device, they couldn't open the jaw. Additional information received from distributor via email on 29jan2020: the device jammed without tissue between the jaws. The situation was resolved by using another device. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit and the jaws of the device were able to be opened. As a result, the complainant's experience of jaws locking could not be confirmed or replicated. Engineering observed that the event unit had dried blood and eschar on the jaws of the device and within the blade channel. Based on the condition of the returned unit and testing that was performed, it is likely that the reported event was caused by the excessive blood and eschar that had built up within the blade channel. The event was determined to be reportable based on the original description of the event. However, upon evaluation of the event unit, the event is deemed not reportable as it is unlikely to cause or contribute to death or serious injury.

Event description:
Procedure performed: right hemicolectomy. Incident description: doc. [Name] (head of general and bariatric surgery) did the procedure of right hemicolectomy. He knows voyant very well. Doctor used voyant open fusion and during the procedure when he closed the jaws, he could't open it any more. Even after procedure and after they washed device, they could't open the jaw. Additional information received from distributor via email on 29jan2020: the device jammed without tissue between the jaws. The situation was resolved by using another device. Patient status: no patient injury.